Event description:
On (B)(6) 2025, the user reported difficulty waking the ilet, requiring multiple taps over several minutes. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.